Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. These included clinical event, visual & functional testing and non-conformance material record (ncmr). Thorough external visual inspection of the battery revealed no signs of physical damage, contamination or loose parts inside of the device. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing of the returned battery revealed a defective cell pair capable of reaching an under voltage condition that is likely the cause of the reported premature power port switching described. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.

Event description:
This event involved a patient who experienced a change of power source in the controller when the battery was at 50% capacity 6 months after heartware lvad implantation. The battery was removed from the patient and a new battery was supplied. There were no injures associated with this event.